Event description:
A user facility reports that during intraocular lens (iol) implant surgery, the surgeon noticed a problem with the iol after it was inserted into the eye. The incision was enlarged to accommodate removal of the lens. Additional information has been requested.